Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2009. During the procedure, the drain broke. Additional information has been requested.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.